Manufacturer narrative:
(B)(4). Insulin pump received with missing retainer ring and reservoir tube lip o ring. Insulin pump received with broken off piece at the reservoir tube lip. Unable to perform displacement test and p cap, reservoir will not lock properly due to missing retainer. However, no cosmetic damage noted at battery compartment or belt clip rails from visual inspection. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the retainer ring was broken. The customer stated that the reservoir did not lock into place. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.